Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen / pain symptoms") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted (intra-uterine). On unknown dates she experienced abdominal pain (seriousness criterion intervention required), premature menopause ("premature menopause"), back pain ("back pain"), arthralgia ("hips pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstruation irregular ("changes in their menstrual cycle"), heavy menstrual bleeding ("abnormally heavy blood loss") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure surgically removed / fallopian tubes removed /). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular and premature menopause to be related to essure administration. The reporter commented: the plaintiffs had bayer¿s essure implanted in 2012, 2013 or 2014, and each of them experienced serious health complaints related to it. For many of them, their work lives and private lives were destroyed by the essure. The plaintiffs had to have the essure surgically removed, whereby their fallopian tubes and (sometimes also) their ovaries and uterus were removed. As a result ¿ due to bayer¿s actions ¿ they incurred permanent physical injury. They are severely affected every day. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen / pain symptoms") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted (intra-uterine). On unknown dates she experienced abdominal pain (seriousness criterion intervention required), premature menopause ("premature menopause"), back pain ("back pain"), arthralgia ("hips pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstruation irregular ("changes in their menstrual cycle"), heavy menstrual bleeding ("abnormally heavy blood loss") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure surgically removed / fallopian tubes removed /). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular and premature menopause to be related to essure administration. The reporter commented: the plaintiffs had bayer¿s essure implanted in 2012, 2013 or 2014, and each of them experienced serious health complaints related to it. For many of them, their work lives and private lives were destroyed by the essure. The plaintiffs had to have the essure surgically removed, whereby their fallopian tubes and (sometimes also) their ovaries and uterus were removed. As a result ¿ due to bayer¿s actions ¿ they incurred permanent physical injury. They are severely affected every day. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.